Event description:
I had a metal on metal hip replacement with a depuy pinnacle hip in 2009. I was told by my doctor that he had to do a hip revision on boy of my hips. The right hip was replaced with the same device in 2006. I had the surgery on (B)(6) 2011 for a left hip revision and the entire device was taken out. I had a hip aspiration in (B)(6) 2011 and it was determined that the fluid around the hip was murky and was then sent for a blood test to determine cobalt and chromium levels in my blood. The doctor was not happy with these results. I am scheduled to have the right hip revision of only the liner on (B)(6) 2012. Hip was sent to storage facility, climate controlled in (B)(6) soon after the (B)(6) surgery. Physical therapy 6 sessions (B)(6).